Event description:
It was reported that the device experienced a power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated power-on reset parameters were present. One power on reset (por) for write to locked ram on (B)(6)2013. One patient alert for por on (B)(6) 2013. (B)(4).